Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging between 47 mg/dl and over 600 mg/dl. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Due to the fluctuating bgs on (B)(6) 2023, the customer went to the emergency room and was subsequently hospitalized. While in the hospital, the customer was treated with saline fluids and saline with sugar water. The customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage.